Event description:
Case reference number (B)(4) is a spontaneous report sent on 19-dec-2019 by an other health professional which refers to a (B)(6)-year-old female patient. Additional information was also received from consumer. No information about medical history or history of allergies has been provided. The patient had previously received treatment with unspecified filler and botox on an unknown date. On (B)(6) 2019, the patient received treatment with 1 ml restylane-l (lot 16886) to tear trough (0.5 ml on each side) with microcannula and unknown technique. The patient also received treatment with botox [botox], unspecified dose on (B)(6) 2019 to crow's feet and glabella. Same day, on (B)(6) 2019, patient had immediate blurry vision (vision blurred) at night, so bad that she called the health care professional, who told her not to worry. The patient also reported a bump (implant site mass) under one of her eye and it went away. Now there was a depression under eye (implant site scar). 1 day later, on (B)(6) 2019, when followed up with eye doctor, no treatment was received. The patient still had blurry vision and really dry eyes (dry eye) that were itchy in corners (implant site pruritus). She also reported that she never even saw any effect (device ineffective). It was reported that patient had visited her eye doctor 3 times since the symptoms started and the events were still ongoing. The patient had not received any treatment. Outcome at the time of the report: blurry vision was not recovered/not resolved. Itchy in corners was not recovered/not resolved. Dry eyes was not recovered/not resolved. Bump under eye was recovered/resolved. Depression under eye was not recovered/not resolved. Never even saw any effect was not recovered/not resolved.